Event description:
A malfunction was reported by the customer involving a tandem pump, noted as malfunction code 199, occurring during an update. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.